Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, an operating room (or) staff contacted technical support to report a non-intuitive message on the system related to a 22018 surgeon side console (ssc) ergo tilt error. The site was unable to troubleshoot as the surgeon continued operating. After the call, logs revealed a tilt sensor issue on the ssc. The intuitive surgical, inc. (Isi) technical support engineer (tse) attempted to call the customer back to suggest a power cycle but reached voicemail. The customer also reported to the field service engineer (fse) that the instrument motion may be non-intuitive in the ssc. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the technician who assisted with the procedure could not recall any specific issue but confirmed that some issue did occur during the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. Fse reached out to technical support engineer (tse) as this issue has been reoccurring and ergo calibration and part replacements have only temporarily stopped the error to occur. Tse walked fse to apply loctite and torqued high resolution stereo viewer tilt sensors set screws to 32 inch lbs. Fse performed ergo calibration and passed calibration. Fse powered on system 5 times and error did not appear again. Service performed to correct reported problem. No part replacement required. System inspected, tested and verified as ready for use.

Manufacturer narrative:
The probable root cause is attributed to the loose high resolution stereo viewer tilt sensor set screws.

Event description:
Refer to h11 for follow-up information.